Manufacturer narrative:
Product analysis: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest pain and reduced right atrial (ra) lead sensing. It was determined that the lead had perforated the patient's cardiac tissue necessitating a pericardiocentesis procedure. The lead was explanted and replaced with a passive fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a moderate pericardial effusion. The right atrial (ra) lead dislodged. The ra lead was explanted. The patient was a participant of the adapt response study.